Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the pump powered on with auditory and vibration and the display screen remained blank upon start up. The pump cover was removed and moisture corrosion was observed on the printed circuit board and on the display flex connector; as a result, further testing was prohibited. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.